Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during an infusion of "pge's, d.25 1/4ns with kcl 4 1/2:1 h2o, with 0.05ml pge/line of ivf", there was a leak at the filter. New ivf's were ordered. There was no report of patient harm.

Manufacturer narrative:
The customer's report that the set leaked at the filter was not confirmed. Visual inspection of the set showed no obvious damages or issues. Functional testing resulted in no leaks or other issues. The root cause of the reported leak was not identified.

Event description:
The customer reported that during an infusion of "pge's, d.25 1/4ns with kcl 4 1/2:1 h2o, with 0.05ml pge/line of ivf", there was a leak at the filter. New ivf's were ordered. There was no report of patient harm.